Event description:
Per evaluation of the sample received, the coude indicator was not aligned with the coude tip.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. An amber lubricath foley was returned without its original packaging. The foley catheter coude indicator was not aligned with its coude tip. The root cause could be due to an "operator error" during the form repair. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during sample evaluation the coude indicator was not aligned with the coude tip.